Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the cannula detached completely from the headset and remained in the patient's leg on several occasions; exact dates not provided. Caller stated the patient was taken to the hospital for removal of the cannula using withdrawal cream. No product will be returned.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.